Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, amplatzer¿ talisman¿ pfo occluder, it stated, "warning: use echocardiography to ensure that the device does not impinge on the free atrial wall or aortic root. Procedure 21: if the occluder position is unstable or interferes with any adjacent cardiac structure (such as svc, pv, mv, cs, ao), do not release it from the delivery cable and perform the following steps: a. Recapture the occluder by stabilizing the delivery cable and advance the delivery sheath until the occluder is completely within the sheath. B. Reposition the occluder and deploy it again, or remove the occluder from the patient. Note: the occluder can be deployed a maximum of three times. If the position is still unsatisfactory, then remove and replace both the device and the sheath." In this case, the user deployed the device several attempts and also the occluder interacted with aortic hard which it deviates from the instructions for use. However, it was unable to determine if it contributed to the reported device deformity. Therefore, a letter request will not be sent.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 30-25mm amplatzer talisman pfo occluder was chosen to treat patent foramen ovale, using a 09f amplatzer talisman delivery sheath. During deployment, deformation (bulbous) of the right atrial disc was observed. Several deployment attempts were performed; however, the device was noted to deform. The device was replaced with a similar size pfo occluder and same lot number. However, the contact with aorta was strong, the device was replaced with a 25-18 amplatzer talisman pfo occluder. The delivery sheath was replaced with 09f amplatzer talisman delivery sheath due to the tip of the first device was frayed. The device was successfully implanted. There was no angulation or kink noticed in the delivery system. No health impact has been reported.